Manufacturer narrative:
Serial number = na. No conclusion could be reached as to what may have caused the reported incident. The sleeve assembly was noted to have posts of the housing area cracked. However, the obturator could be inserted and removed from the sleeve with no anomalies noted. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed, and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a prostatectomy procedure that the device would not retract from the trocar. Another like device was used. There was no patient consequence.